Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer reported via email that the strings came out of every tampon and they fell apart. No injury was reported.